Manufacturer narrative:
Date of event: (B)(6). Date of report: 24aug2019. The manufacturer¿s international service technician confirmed the reported low o2 alarm failed issue. The manufacturer¿s international service technician performed an est test to calibrate the o2 cell to address the reported problem. The unit successfully passed the required performance verification test. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported low o2 alarm failed. There was no patient involvement.